Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and had a periprosthetic fracture. A summit stem was removed and a10 inch solution stem was placed. Doi: (B)(6) 2013, dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : it is not suspected that any error in the manufacturing or material of this product/lot combination was a contributing factor in the reported bone fracture more than seven years after implant. A manufacturing records evaluation (mre) was not performed.